Manufacturer narrative:
Device back light properly and no anomaly. No audio or beep or vibrate anomaly noted during testing. Device received with all operating currents within specification and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms noted during testing. Device had cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's reported via phone call that the insulin pump had dimmer alarm and reject new battery. The customer¿s blood glucose value at time of incident was unknown. Customer's wife also stated that lock piece was broken. The insulin pump will not be returned for analysis.